Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2010 and a mesh, elevate anterior with intepro lite, elevate posterior with intepro lite and miniarc precise sling system were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral sacrospinous fixation, vaginal vault suspension, cystocele, enterocele and rectocele repair, and anal sphincteroplasty; due to sui, urethral hypermobility, vaginal vault prolapse, vaginal prolapse, and fecal incontinence. It was reported that the patient underwent lysis of prior sling on (B)(6) 2010, along vaginal wound revision due to sphincter deficiency, and posterior vaginal wall breakdown. (B)(4).